Manufacturer narrative:
The reported issue was confirmed. The device was returned and visually inspected. The sample was evaluated and a tear was observed on the rubberized layer that caused an interlumen leak from inside. Microscopic examination of the tear looks like it was caused by a rough object from inside. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"

Event description:
It was originally reported that the patient noticed the catheter had fell out from his/her body on the day of placement at his/her home. The catheter was inserted into the patient at a urological outpatient department and after the patient went back to his/her home, the catheter had come out. A leak test was performed against the catheter that fell out and the leak from the drainage eye was confirmed. The catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was originally reported that the patient noticed the catheter had fell out from his/her body on the day of placement at his/her home. The catheter was inserted into the patient at a urological outpatient department and after the patient went back to his/her home, the catheter had come out. A leak test was performed against the catheter that fell out and the leak from the drainage eye was confirmed. The catheter was replaced.